Event description:
It was reported that during a da vinci si surgical procedure, the site observed sparking from the monopolar curved scissors (mcs) instrument with tip cover accessory attached. No additional information was provided. No patient harm was reported. An attempt to gather additional information has been unsuccessful.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering could not confirm the customer reported complaint. Instrument was returned with a tip cover installed, however, no damage could be identified on the tip cover accessory or the instrument using magnification. There were no signs of arcing or localized melting observed on silicone. The tip cover was removed to inspect the distal end of instrument for char marks. No char marks were observed at the wrist components or on the main tube and tube extension interface. The instrument was driven on an in-house is3000 system and moved intuitively with a full range of motion in all directions. An attempt to create arcing through the tip cover using a generator and monopolar cord were unsuccessful. Scissors opened and closed properly. Latex cut test and electrical continuity passed. Instrument is fully functional with no physical damage found.